Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an incompatible fsl3 sensor instead of the required fsl3+ for use with the ilet, resulting in sensor disconnection and entry into bg run mode with manual fingerstick entries; troubleshooting and education were provided, and the user later obtained a compatible sensor and restored automated control. Symptoms included fatigue associated with a reported blood glucose low of 43 mg/dl and periods of out-of-range glucose for a couple of hours. Outcomes included non-serious hypoglycemia that was self-managed with oral carbohydrates and juice, without medical intervention; a family member provided non-medical assistance. Investigation included review of device data and user follow-up. Investigation of this case revealed user operation in bg run mode due to incompatible sensor use and subsequent resolution after connecting the correct sensor. It was concluded that the event was related to use of an incompatible sensor with the ilet and that dosing was maintained via bg run mode until the compatible sensor was connected.